Event description:
Related manufacturer reference number: 2017865-2021-32224. Related manufacturer reference number: 2017865-2021-32226. Related manufacturer reference number: 2017865-2021-32227. It was reported that the patient presented with bacteremia and endocarditis. The implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and left ventricular lead were explanted. A small fibrinous material or vegetation was found on the atrial lead. A temporary pacing lead was implanted and the patient was treated with antibiotics. The patient was in stable condition post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and the device met sterilization specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The device was returned for analysis. Visual analysis did not find any anomalies. The reported event of infection could not be traced to the device.